Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed damage to the outer jacket of the patient's pump cable. Although a specific cause for the damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue. Evaluation of the submitted images revealed a tear in the outer jacket of the patient¿s pump cable adjacent to the inline connector bend relief as well as damage to the inline connector bend relief itself. The armor layer in the torn area appeared to be damaged as well; however, no wires were visible. An additional area of tape was observed covering the outer jacket as well. The controller event log files collectively contained events from 10oct2024 through 11oct2024. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbooks caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook also cautions the users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the experienced a driveline fault alarm. The patient also had damage on their driveline above the modular cable. Log files were sent for review. The event log displayed multiple strings of driveline power fault and power b broken alarms on (B)(6) 2024. The log files also included a few strings of backup battery fault alarms which appeared to have resolved. Modular cable and system controller replacement was recommended. The tear in the outer silicone jacket displayed in the picture appeared to be only cosmetic. Additional information confirmed a system controller and modular cable exchange. The log files from the new system controller captured routine events. The driveline faults had resolved after exchange, and the products would be returned for evaluation.